Event description:
The patient was implanted with a siltex becker 50 on 5/21/93. Subsequently it was noted that the patient had developed capsular contracture and extrusion of the right breast and the prosthesis was removed on 9/4/97.